Event description:
It was reported by the patient that within one or two days post implant of two promus stents, she has been experiencing numbness in her hands, legs, up her arms, numbness in the pubic area, on the back of her tongue and on her jaw and sometimes in her head. The patient has consulted with a neurologist, and is having some more tests performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of implant: symptoms were reported to have occurred 1 to 2 days post-procedure. In this case, there were no reported product deficiencies. The reported patient effects of hypersensitivity/allergic reaction is listed in the promus everolimus eluting coronary stent system instructions for as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.